Manufacturer narrative:
(B)(4). The device was not received for evaluation. A review of all batch record documents was conducted for lot number 13k08h25 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an opticap was dry. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 2.